Event description:
Upon receipt of the device, the user observed the coil on the single board computer circuit board was damaged. No other details regarding the nature of the event were provided. Since this was an out of box event, there was no patient involvement during this event.